Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion, excessive no delivery test due to a33 alarm. The insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the prime and was stuck in a priming loop. The blood glucose reading was 12.5 mmol/l. It was advised that the customer discontinue the insulin pump and revert to a backup plan. The insulin pump will be replaced and returned for analysis.